Manufacturer narrative:
The images provided were reviewed and confirm the fenestrated bipolar forceps (fbf) instrument housing. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke. According to the instrument markings, it was the first use. The procedure was completed with a backup fbf with no reported injury. The procedure was delayed less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.